Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- patient was revised to address acetabular spin-out and metalosis. It was reported that the patient fell. Update litigation received. There is no new information that would affect the outcome of the investigation. Update rec'd 3/12/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, loose cup, osteolysis, and an anteverted stem that wasn¿t revised. The stem has been added to the complaint. The complaint was updated on:11/12/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation.(B)(4)